Event description:
It was reported that the patient presented with urinary retention. The patient symptoms were noted as unable to void on own postoperatively following excisional debridement of right arm. Interventions included intermittent straight catching and bladder scans. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID: 3889-28 lot# v644605, implanted: 2011 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).